Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results and device history record when received.

Event description:
It was reported that during use of a disposable pressure transducer (dpt), inaccurate arterial pressure values were indicated on the monitor. Although the customer expected the value to be 100 mmhg, the actual value indicated on the monitor was 30 mmhg. The patient was not treated based on the incorrect value. There was no occlusion, leakage or kink noted on the device. The patient monitor used with the kit was nihon koden monitor. Although the cable was replaced, the problem was not solved. When the dpt kit was exchanged, the problem was solved. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
One dpt kit with an IV set and pressure tubing was returned for examination. The reported event of pressure measurement issue was confirmed. The dpt zeroed but did not sense pressure accurately on a pressure monitor. The dpt sensed 12 mmhg when 50mmhg pressure was applied, 26 mmhg when 100mmhg pressure was applied, and 80 mmhg when 300mmhg pressure was applied. Those inaccurate pressure values showed stable on the monitor. Electrical testing showed that the output impedance met specification, but the input impedance was out of specification. A crack was observed on the sensor chip. No visible damage/defect was observed at the solder joints, dpt cable connector, or cable of the dpt. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. A review of the manufacturing records indicated that the product met specifications upon release. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to use the system, to consider the potential benefits in relation to the possible complications. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In this event, no treatment was administered due to inaccurate values and there was no patient compromise noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.